Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed although the cubie pockets remained functional. A field service engineer (fse) removed the back panel of the station, observed that the led sensor light for drawer 4 was missing. The drawer was then removed from the station and flipped upside down, revealing an inseparable magnet stuck to the back of the drawer. The fse replaced the old-style inseparable to resolve. The customer recovered the repaired drawer and confirming that the drawer was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, multiple failed storage spaces in the station, will not recover even after trying to restart machine. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.